Event description:
The device was used during a low anterior resection procedure. The device was very difficult to fire. After firing the device, the surgeon found some of the staples were still in the cartridge and some were not well formed. The case was completed with hand suture. Or time was extended 80 minutes.